Manufacturer narrative:
This supplemental report is being submitted to provide the OEM¿s investigation of the physical device. A visual inspection was performed on the received condition of the device and confirmed the device was completely split in the area of the drills. In addition, all drill dimensions and locations were found to be within specification. A review of the DHR (device history records) was conducted for the concerned lot, including visual and sub-assembly levels, which showed no non-conformities or deviations during the manufacturing process or the quality of the device as the device met all specifications. Based on the OEM¿s investigation, it was concluded that the catheter was manufactured according to established procedures and customer specifications, the reported event is not considered to be associated to the OEM¿s manufacturing processes. As part of the OEM¿s investigation, there were no non-conformance reports nor customer complaints related to the reported device and reported event; therefore, this is considered to be an isolated event.

Manufacturer narrative:
The stent was not returned to olympus for evaluation; therefore, the exact cause of the reported event cannot be determined at this time. However, as reported by the user facility, the patient¿s stones in urethra cannot be ruled out as a contributing factor. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a cystoscopy with stent removal procedure, the stent became stuck in the patient¿s urethra. Upon removal, the stent broke into two parts as one part was retrieved and the second became lodged in the patient. The procedure was temporarily aborted as the patient was awakened. A urologist was brought in and the patient was put back to sleep. The stent was then recovered using a flexible ureteroscope and the intended procedure was completed. The patient was discharged the same day. The opinion of the physicians was that there were stones surrounding the stent in the patient's urethra which may have attributed to some restriction.